Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient is in week 14 of PICC placement, today during infusion, fluid was found to be leaking out of the patient's upper extremity infusion, upon examination, the catheter was found to be broken, and the stump of the fractured catheter was removed under dsa. Increased surgical trauma and expense to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a segment of groshong catheter tubing. The distal tip of the visible catheter tubing was observed to be deformed, indicating a separation from another segment of the catheter tubing occurred. No further details of the break site could be discerned in the photograph. Blood residue was observed inside the catheter tubing. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.